Event description:
It was reported that a procedure was performed on (B)(6) 2021, utilizing the reform ti modular pedicle screw system. The bone was prepped using the tap, reform, standard end, bullet 5.5mm tap (c2755-55) and while inserting a ø6.5mm x 40mm reform ti modular non-cannulated screw (39-sb-6540) using the psst handle the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. Another driver readily available in the set was used to complete the procedure. There was no patient injury or delay to the procedure reported.

Manufacturer narrative:
Patient information - unknown. Occupation - other; distributor inventory manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Manufacturer narrative:
H3 device evaluation - the tip is fractured with multiple fracture planes present. The fracture is at a slight angle to the driver's axis. Some bending along with torsional loading likely attributed to the failure. Device testing prior to release included a minimum failure load of 170.8 in-lbs. Which is well above the 106 in-lb. Tightening torque specification. The hardness of the driver tip was analyzed, and the measured hardness corresponds to the specified limits of the drawing. Review of device history records (ir21-0127) found ten (10) pieces of this lot were received from supplier, (B)(6), and released for distribution on 3/2/2021 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended.

Event description:
It was reported that a procedure was performed on (B)(6), 2021, utilizing the reform ti modular pedicle screw system. The bone was prepped using the tap, reform, standard end, bullet 5.5mm tap (c2755-55) and while inserting a ø6.5mm x 40mm reform ti modular non-cannulated screw (39-sb-6540) using the psst handle the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. Another driver readily available in the set was used to complete the procedure. There was no patient injury or delay to the procedure reported.